Event description:
A burn with sloughing tissue and induration, was found when the electrosurgical grounding pad was removed from pt's upper-lateral flank. The procedure was a laparoscopic liver biopsy. When a laparoscopic hook electrode was being used, electrical power levels were raised and lowered due to ineffective function of the electrode and video interference. Another elecrtode was then used with no further problems observed.